Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The investigation of the subject device by omsc confirmed followings; the reported phenomenon was reproduced when angulating the bending section of the device. The cable coatings of the image sensor unit inside the bending section was torn, and the shield wires were exposed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result by omsc, there was the possibility that the reported phenomenon was attributed to the temporary disconnection or short circuit while angulating the bending section due to the breakage of the cable coatings.